Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that replace battery alarms had occurred with no low battery alarms preceding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed evidence of a partially discharged battery being installed with a low voltage reading on (B)(4) 2014. The returned battery and cartridge caps were used to complete testing. The pump was exercised with an external power supply and all electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of loose components or moisture contamination was found inside the pump.